Event description:
The patient reported an infection as their incisions were red with drainage. Oral antibiotics were prescribed. An explant procedure was performed on (B)(6) 2024 after the patient had no response to the oral antibiotics. The patient is fine and healing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, severe force applied to the implant, and excessive twisting, bending or stretching have been ruled out. However, the incision site was not irrigated with an antibiotic solution before closure and the patient showered three days after their implant procedure which was contrary to post-procedure instructions provided by the implanting clinician. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: - surgical (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts) as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician) - patient non-compliance (touching or picking at wound) as the patient showered three days after the implant procedure which was contrary to post-procedure instructions provided by the implanting clinician (user error- patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.